Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had experienced a 16-beat run of ventricular tachycardia earlier that morning, and a right internal jugular (rij) thrombus had recently been noted on doppler.